Event description:
It was reported that a customer was processing an olympus pc cystoscope in a sterrad tray with no mats on the advance cycle. When the customer removed the scope, the tip coating was coming off. There were no reports of no physical complaints related to the damaged device.

Manufacturer narrative:
Conclusion - the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date information related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. Olympus released a technical information bulletin dated sept 21, 2007 recommending against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes. In october 2007, a CAPA was initiated and customer letters, (specifically to address olympus flexible surgical endoscopes) were sent to all sterrad systems users to directly contact the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems.